Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the pacemaker's battery values were empty and a "data not read" message displayed. The pacemaker was replaced on (B)(6) 2018. Patient condition after the replacement was not available at this time.

Event description:
New information noted the patient was stable post-procedure.

Manufacturer narrative:
Incorrect analysis statement used, as the device was returned and analysis was performed. The corrected analysis narrative is as follows:the reported field event of diagnostic issue was not confirmed in the laboratory. The device could not be interrogated as due to low battery voltage. After replacing the battery, the device was tested on the bench and using automated testing equipment, and no anomalies were found.